Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 500 mg/dl. It was stated that the customer was experiencing high glucose for the past two days. The customer's most recent glucose reading was 357 mg/dl and has treated with the insulin pump. Troubleshooting was performed. The programming, time and date were correct. It was stated that the reservoir compartment was checked and there was insulin in the reservoir compartment. Advised the father that the infusion set or reservoir may have leaked, causing the customer's high blood glucose. No further information was provided.